Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery in which the implanted glenoid component was removed and replaced with another manufacturer's product due to loosening/lysis. No further patient complications have been reported for this event.